Event description:
Caller reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. System check was performed by tandem technical support and no issues were identified. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin.